Manufacturer narrative:
Product event summary: the controller ac (cac) adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the cac adapter in relation to the reported event. It was confirmed that no voltage could be measured at the output of the adapter and the led did not turn on. This was further traced to be due an open f1 fuse. The reported event was confirmed. The root cause is due to an open fuse f1 on the output of the ac adapter. The fuse could have been blown due to event where the output conductors are connected together. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was a "power disconnect alarm". The connection between the electric plug and the controller was well established. The controller ac (cac) adapter was replaced. No patient complications have been reported as a result of this event.